Event description:
On (B)(6) 2012, customer reported that the lh500 instrument had a clear liquid leak (about 2 drops) under the white blood cell (wbc) bath which affected the wbc results on several patients. Customer stated that the instrument generated +++++ flags on the initial run. Customer only provided printouts for 1 patient that showed the initial run on the lh500. Customer stated that same sample was rerun 2 minutes later on the same lh500 instrument. Customer stated that the instrument generated an 18.8 wbc with an r flag and cellular interference message. Several hours later the same sample was rerun on a different lh500 instrument and the result was a 16.9 wbc without instrument generated flags. This result was released as correct. There was no effect to patient treatment or diagnosis as a result of this event. Field service engineer (fse) inspected the instrument and found that the wbc bath was leaking. Fse replaced the aperture o-rings and a worn count tubing. This resolved the leak.